Event description:
Impella temporary vad (ventricular assist device) purge cassette was noted to be cracked on the distal edge and leaking. After consulting with abiomed, the manufacturer, recommendation was to cut cassette off and splice line with 19-gauge needle. After performing this intervention, pump working correctly.